Manufacturer narrative:
A ge rep evaluated the sys and replaced the left monitor. Sys operates as intended. (B)(4).

Event description:
The customer reported the left monitor has excessive burn in. No pt injury was reported.